Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 600 mg/dl. Prior to the event, the customer received multiple no delivery alarms during bolus attempts. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.